Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she works retail and is near magnetic theft remover all the time. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer reported a motor position encoder error alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind test and a motor position encoder error alarm was confirmed in the alarm history due to an out of phase motor encoder signal. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery or unexpected restart error tests due to the motor error alarm. No time/date reset was noted during testing. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.